Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the component has been identified as competitor product.

Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The device is reportedly available for evaluation; however, it has not been received by biomet UK to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to an unknown reason.